Manufacturer narrative:
The device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process.

Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding a variable angle locking screw and plate. It was reported that the doctor inserted the va locking screw with fixed angle mode, using the torque limiter. Upon hearing a sound, three times, the doctor found that the screw had penetrated the plate. The doctor removed the screw with use of a driver. The doctor did not find the underlying cause for the incident but did speculate that overtightening the screw may have been a factor. This is report number 1 of 2 for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. DHR was reviewed with no complaint related anomalies noted. The investigation has shown that the head locking thread is badly deformed due to mechanical mishandling and overload of torque. The screw head is deformed in such a case as he could slip trough the plate. The visible signs clearly indicate exceeding applied mechanical force while insertion which cased the damage at the screw head finally. Reviewing the manufacturing and material documents shows conformity to the specifications as well. No product fault could be detected.